Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited unspecified issue and the right atrial (ra) lead exhibited unspecified capture issue. The right ventricular (rv) lead also exhibited unspecified capture issue and there was some fluid coming out from the rv lead. The pacemaker, rv lead and ra lead were explanted and replaced. The patient status is not reported.

Manufacturer narrative:
The reported events of insufficient information, and device malfunction were not confirmed. The device was returned for analysis. The device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header and connector did not find any contamination or foreign material. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal found normal pacing parameters. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.